Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A (B)(4) service representative performed a checkout of the equipment and confirmed the reported complaint. The central processing unit was replaced.

Event description:
The hospital reported the unit switched to alternate oxygen mode. There was no report of patient involvement.